Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the device has fractured. No further evaluation could be made with the provided pictures. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Event description:
It was reported that three (3) instruments failed within the same surgery. It was reported that the instrument fractured. The surgery was finished with another kit of instruments available. There was no harm or impact on the patient. No additional surgery required or delay. No contributing conditions.

Manufacturer narrative:
(B)(6). G2: foreign: spain. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.